Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the severely tortuous, calcified, 90% stenosed left anterior descending artery (lad). The lesion was predilated with a 2.50x15mm maverick balloon. A 3.00x16mm taxus express2 drug eluting stent was advanced to the lesion when the physician experienced resistance and the delivery shaft kinked and broke. The shaft broke on a portion that was still outside the pt's body and the physician cut the guide catheter and was able to pull out the shaft. The procedure was successfully completed with a 3.00x23mm cypher stent. No pt complications were reported. The pt status is reported as 'satisfactory/good.'